Event description:
Biomed reported a patient received too much dilaudid during a request for assistance with reading event logs. The concentration of dilaudid is unknown. Programming was supposed to be 0.4mcg/hour and the next morning the device was found infusion at 4 mcg/hour. Customer determined programming contributed to an over infusion but was hoping to get confirmation of this through the event logs. A formal event log review was offered, however the customer declined. There was no patient harm or medical intervention required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The customer's complaint of an over infusion could not be confirmed because the product was not returned for failure investigation. The customer stated that they will perform their own review of event logs. The root cause of the customer's report of an over infusion was not identified.